Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the kvma control which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not emit x-ray. Analysis of the log file confirmed that they could not access availability info via x-ray generation service. During troubleshooting, the fse found a defective kv/ma control since it failed the conducted tests. The fse replaced the kv/ma control. After replacement of the kv/ma control, the system was returned to use in good working order. The codes were updated based on the investigation outcome.